Event description:
It was reported that a pt was placed on an automated rotation and proning surface (rotoprone therapy system) and developed a stage iii pressure ulcer where the padded head support touched the pt's shoulder. The reporter indicated that the pt was edematous due to the resuscitative efforts form treatment of the lung disease process (ards) which caused the face, neck and shoulders to swell excessively and caused the shoulder to contact the padded head support. The shoulder contact and skin irritation were observed prior to the development of the stage iii ulcer, but caregivers concluded that the benefits of the proning therapy outweighed the risks of the worsening skin condition.